Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited atrial undersensing of the patient's atrial fibrillation (af). The ventricle greater than atrium therapy discrimination criteria was programmed on for this patient. The atrial undersensing led to ventricular sense becoming greater than atrial sense, which caused the device to deliver inappropriate anti-tachycardia pacing (atp). This ICD remains in service. No adverse patient effects were reported.